Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. Unrelated to the complaint, the keypad buttons were found to be intermittently responding to presses. The keypad was removed and adhesive was observed under the button contacts. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Event description:
The patient reported having a blood glucose (bg) of 18 mmol/l with moderate ketones. She stated that when she changed the battery, the pump reset to default time and date. She reported that she programmed the time into the pump incorrectly by accidentally switching am/pm. The patient reported that after correcting the time and date and treating elevated bg, her blood glucose resolved to target range. This event is reported as an adverse event due to the patient experiencing hyperglycemia after setting the pump time incorrectly. Upon booting the pump, it will display the verify screen which requires the patient to confirm the time and date are correct.